Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle detached from the suture.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four device. The visual inspection of the open sample noted two partial sutures and one needle. The needle was observed to be detached from the sutures. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. The retainer was inspected with no abnormalities. The visual inspection and functional evaluation of the sealed samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve procedure, the needle broke away from the suture at the needle point attachment/ clamped join between the two. The separated parts were expelled from the patient and a new suture packet was opened to complete the procedure. There was no patient injury.